Event description:
It was reported that the patient presented in clinic due to multiple shocks received. It was noted that the shocks were caused by over-sensed noise on the right ventricular (rv) lead. Additionally, it was noted that the rv lead had high pacing impedance. The patient tolerated the shocks well and experienced no further adverse reactions. The entire system was deactivated due to the patient's improved medical condition.